Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported suture break was not confirmed. In addition, analysis found two anterior cuff tabs were detached and not returned with the device. Cuff tabs measure one one-hundredth (0.01) of an inch square. Due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. A review of the lot history record identified manufacturing nonconformities issued to the reported lot that would have possibly contributed to this event. The reported event was concluded to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other proglide device is filed under a separate medwatch manufacturing report number.

Event description:
It was reported that suture placement in the mildly calcified right common femoral artery (rcfa) and the left common femoral vein (lcfv) were attempted with two proglide devices, using the preclose technique via a 6f sheaths, prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, when the sutures for both proglide devices where pulled to tighten the loop before placing them to the side, both sutures came completely out of the anatomy. The sutures had broken. The sheaths were upsized to 18f. The tavi procedure was completed. A non-abbott device was used to achieve hemostasis in the rcfa and manual venous compression was used to achieve hemostasis in the lcfv. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. The physicians are reported to be in-training of the proglide device and the preclose technique. No additional information was provided.